Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. This ICD was replaced with different mode and was returned for analysis. No additional adverse patient effects were reported.